Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Follow up information received identified surgical intervention was taken and the patient's dbs lead was replaced with a new one.

Event description:
It was reported the patient was not receiving effective therapy from the dbs system. Reprogramming of the patient's dbs system was unable to resolve the issue. Surgical intervention may be taken to address the issue.